Event description:
It was reported by the plaintiff's attorney that the plaintiff "was implanted with the sparc sling system" to "treat her pelvic organ prolapse and/or stress urinary incontinence;" the implant date was not reported. The plaintiff's attorney alleges that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." The plaintiff's attorney also alleges that the plaintiff suffered "damaged nerve."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.